Event description:
The customer reported that the system displayed a kilo-volt error message and would not produce an x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced. The system was tested and found to be working as intended and put back into service.